Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that when this item was taken to surgery, it was discovered that one of the two t-bolts was missing. Hospital improvised 16mm bolt to substitute & continued case as normal. Surgical extension > 30 minutes.